Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Correction: patient identifier, age or date of birth, sex and concomitant medical products.

Event description:
A user facility clinic nurse reported that there was a blood leak in the dialyzer. Blood leak test strips were used and tested positive for the presence of blood. The fresenius 2008t machine alarmed appropriately with a blood leak alarm. The nurse stated that the blood leak was internal. There was defect seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient completed treatment by setting up with new supplies and different machine. The biomedical technician stated that the dialyzer was discarded and not available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility clinic nurse reported that there was a blood leak in the dialyzer. Blood leak test strips were used and tested positive for the presence of blood. The fresenius 2008t machine alarmed appropriately with a blood leak alarm. The nurse stated that the blood leak was internal. There was defect seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient completed treatment by setting up with new supplies and different machine. The nurse stated that the dialyzer was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic nurse reported that there was a blood leak in the dialyzer. Blood leak test strips were used and tested positive for the presence of blood. The machine alarmed appropriately with a blood leak alarm. Additional information was requested, however to date not provided.